Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow up, increased pacing threshold, high impedance and low sensing was noted on the atrial lead. During the lead revision, it was noted that the atrial lead was dislodged. The lead was explanted and replaced. The patient is in stable condition.